Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b pro code (product code): qrb,

Event description:
It was reported that the patient's implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an explant procedure. No further information has been obtained.